Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, scratched casing, pillowing keypad overlay, cracked select button overlay, missing retainer, missing reservoir tube o-ring, and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was damaged; the plastic ring came loose from the customer's reservoir compartment. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.